Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient¿s (pt) parent from (B)(6) called to report the pt was diagnosed with keratitis os while wearing the acuvue oasys brand contact lens. On (B)(6) 2018 the pt wore the suspect os contact lens and ¿was not able to care the lenses properly¿, which resulted in the keratitis. On (B)(6) 2018 the pt went to the eye care provider (ecp) and was diagnosed with keratitis os and instructed to discontinue contact lens wear. The pt was also instructed that it would be better if the pt does not use contact lenses. On (B)(6) 2018 the pt presented to the ecp for a follow-up visit and the pt was prescribed pt was prescribed ¿promsenac na q2d, letfloxacin q8d, and restron q8d eye drops; cefditren pipoxil oral medicines (frequency not provided) and ofloxin (ofloxacin) eye ointment tid were prescribed¿. The date of event was (B)(6) 2018. The pt had os redness which resolved. The pt currently wore an eye patch. No additional medical information was provided. On 06aug2018 the pts treating ecp and requested a face-to-face interview. The medical interview was scheduled on (B)(6) 2018. The ecp reported the pt was diagnosed with corneal ulcer and corneal infiltrate, pt ¿had 3 of them¿; ecp reported the pt was advised to discontinue contact lens wear. On 09aug2018 a call was placed to the pts treating ecp and the medical interview was changed from (B)(6) 2018. On 10aug2018 a call was placed to the pts parent who provided additional information: on (B)(6) 2018 the pt went to the ecp who diagnosed ¿cloudiness in the eye not disappearing¿. Pt was advised that the cloudiness might not disappear for a long time. The pt was instructed not to return to lens wear. A return appointment was scheduled for (B)(6) 2018. The same treatment was continued, but no eye ointment was prescribed. On 20aug2018 additional information was provided at the medical interview: on (B)(6) 2018 the pt was seen with complaints of redness that began on (B)(6) 2018; pt was diagnosed with os corneal ulcer and corneal infiltrates, 3 places; focal site: off-pupil, downward, 3 places; culture not taken, but was infectious; va was not affected; corrected vision was not examined; treatment: ¿bromfenac sodium hydrate eye drops 0.1% bid, levofloxacin eye drops 0.5% 8id, bestron eye drops 0.5% 8id (cefmenoxine hydrochloride), ofloxacin eye ointment 0.3% tid, and cefditoren pivoxil tablet 100 mg 1 tablet bid (morning ¿ evening) were prescribed; an eye patch may have been prescribed as pt had redness and ointment was applied in the eye¿; contact lens wear was discontinued; return on (B)(6) 2018. On (B)(6) 2018 follow-up visit: infiltrates and redness improving; pt had ¿opacity in the eye¿; va was not affected; eye ointment was discontinued; no contact lens wear; return to clinic. On (B)(6) 2018 follow-up visit: improving; bestron eye drops were discontinued; levofloxacin eye drops 0.5% and hyalonsan ophthalmic solution tid were prescribed; no contact lens wear; return in 2-3 weeks. As of 20aug2018, the pt has not returned to the clinic. No additional information has been received. The suspect os lens was not available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003gk9 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 31aug2018 a call was placed to the patient (pt) who provided additional information: -on (B)(6) 2018 the pt went to the eye care provider (ecp) and was advised the event had resolved. The pt was advised it was better not to use contact lenses, no time line was provided by the ecp. The pt has a return appointment to the ecp on (B)(6) 2018. Pt was prescribed promsenac and hyaluronate eye drops bid. On 31aug2018 a call was placed to the pts treating ecp¿s office and additional information was requested. A representative reported the event had resolved and the pt has a follow-up appointment after a month. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, a call was placed to the treating eye care provider¿s office and the following information was received: a representative reported that the patient had not returned to the clinic since (B)(6) 2018. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.